Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was slanting and the customer couldn't press the plunger to the end. The returned syringe was examined and exhibited a deformed stopper in the barrel which could cause the plunger rod to be difficult to move. Unable to perform DHR check for stopper damaged/disfigured and plunger difficult to move due to unknown lot number. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It was not possible to look at quality notifications, maintenance dispatches, or the DHR for anything related to this complaint as the lot number is unknown. No root cause could be determined.

Event description:
It was reported that stopper damage occurred during use with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the stopper was slanting and the customer couldn't press the plunger to the end."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper damage occurred during use with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the stopper was slanting and the customer couldn't press the plunger to the end."